Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy, problems with the er320 ¿ this device worked to complete the procedure but not well. Clips did not form evenly and some scissored on placement. There was an increased time of procedure by an unknown matter of time/minutes.